Manufacturer narrative:
The exact incident date is unknown, but it is believed that the event occurred on or before (B)(6) 2011.

Event description:
It was reported that there were no audible alarms on an s/5 lm patient monitor. The issue was discovered by the biomedical engineer during checkout. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.